Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample was returned from lot. No. 9092812, cat. No. 320883. Visual examination was carried out on the returned sample and it was observed that the patient end of the cannula was broken and a hole in the shield was also observed. No issues were observed with the non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA 290556 was raised to address this issue.

Event description:
It was reported that the consumer noticed the bd ultra-fine¿ nano insulin pen needle was broken while screwing it onto the insulin pen during use. The following information was provided by the initial reporter: "after I took off the paper cover, I was screwing the bd needle onto my levimir insulin pen and noticed the needle was broken."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer noticed the bd ultra-fine¿ nano insulin pen needle was broken while screwing it onto the insulin pen during use. The following information was provided by the initial reporter: "after I took off the paper cover, I was screwing the bd needle onto my levimir insulin pen and noticed the needle was broken."